Event description:
As reported: "the guide wire handle was noticed to be missing a screw [pin] from the metal part of the device that keeps it seated in the plastic outer layer." Additional information received: "the metal piece of the grip came out of the plastic while the surgical tech was trying to place the guide wire. The technician was able to reinsert the metal piece into the plastic and secure the guide wire with the screw [pin] missing. There was a surgical delay of 2 minutes. The procedure was completed without further incident after the guide wire was placed. The screw [pin] was not observed to have fallen onto the surgical field. X-rays of the site did not indicate the screw [pin] had fallen into the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note that d4 lot number was corrected. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: we received a guide wire handle imn instruments for evaluation. Threaded pin[s] had come off from the metal clamping lever. The loosened part was not returned. Thus, a dimensional inspection could not be performed safely. Based on details available an exact root cause could not be determined but it could not be excluded that it was modified for reprocessing reasons and thus, not positioned as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "the guide wire handle was noticed to be missing a screw [pin] from the metal part of the device that keeps it seated in the plastic outer layer." Additional information received: "the metal piece of the grip came out of the plastic while the surgical tech was trying to place the guide wire. The technician was able to reinsert the metal piece into the plastic and secure the guide wire with the screw [pin] missing. There was a surgical delay of 2 minutes. The procedure was completed without further incident after the guide wire was placed. The screw [pin] was not observed to have fallen onto the surgical field. X-rays of the site did not indicate the screw [pin] had fallen into the patient."